Event description:
Additional info received noted this pt had mild tyndall. Vitreous cultured: no growth. Received general and topical antibiotics; intravitreous injection of antibiotic and surgical treatment. Recovered. Surgeon's comment: probable inflammatory uveitis.

Event description:
Reporter noted three cases of endophthalmitis. Pt 2 of 3: twelve days post-op. No status given.